Event description:
Dr. (B)(6) office (device clinic) stated fracture of competitor biotronik rv (right ventricular) lead. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).